Event description:
It was reported that during a supply change the user could not see insulin drops and could not detach the cartridge; after being instructed to press and hold, the user was able to remove a full cartridge, then replaced all supplies and successfully repeated the change and resumed delivery. No adverse physiological effects and no blood glucose impact reported. Outcomes included no need for medical intervention and no hospitalization. Customer care provided guided troubleshooting and user education. Investigation of this case revealed that the issue was resolved through proper handling during the supply change, indicating a use-related handling difficulty with the cartridge and associated connector rather than a malfunction of the pump. It was concluded, based on previously established findings for similar reports, that the cause was user technique during the supply change.